Event description:
Bilateral resume tl electrodes placed. Intrel 3 spinal cord stimulation pulse generator implanted and connected to the bilateral resume tl electrodes. Pt reported marked relief of pain. Approx 3 months later, intrel 3 spinal cord stimulation pulse generator replaced with synergy spinal cord stimulation pulse generator. During an attempt to program the synergy, it was discovered that there was a very high impedence in the electrodes bilaterally. X-rays showed a possible disconnection of the lead wires. 4 days later new resume tl electrodes placed which immediately restored electrical connection.